Event description:
During dressing change a black spot was noted on dressing near the end of the roll. The complete bandage was removed immediately. New roll of bandage used to complete the procedure.